Manufacturer narrative:
The customer¿s report with an over infusion of rocephin was not confirmed in the device logs or replicated during testing. The customer provided an event date of (B)(6) 2019 at 9:48 pm. Review of the pcu event log showed, on the event date at 9:23 pm, the suspect device programmed a primary infusion of drug ID 89 at a rate of 100 ml/hr (vtbi=100 ml). The suspect device was paused approximately twenty-two (22) minutes after infusion started and channeled off five (5) minutes later. Total volume infused= 36.157 ml testing was performed using the customer¿s returned pcu and source pump module. Results indicate that the system was delivering fluid within specification. Customer did not provide the event administration set for investigation. The root cause was not be identified.

Event description:
It was reported that at 21:25 the rn programmed the primary infusion of rocephin 100ml to infuse over one hour on an adult patient. The drip rate was verified. At 21:48, the rn noted that the entire bag of rocephin had infused. The customer further stated that there were no adverse effects caused to the patient from the event. The hospital evaluated and tested the pump module and the over infusion event was not replicated and are requesting bd to evaluate to determine the cause of the event.

Manufacturer narrative:
The customers report with an over infusion of rocephin was not confirmed in the device logs or replicated during testing. The customer provided an event date of (B)(6) 2019 at 21:48. Review of the pcu event log could not be performed because all logs for the reported event date were overwritten and were unavailable for review. Testing was performed using the customers returned pcu and source pump module. Results indicate that the system was delivering fluid within specification. Review of the pcu error log shows no errors on the reported incident date. The root cause could not be identified.

Event description:
It was reported that at 21:25 the rn programmed the primary infusion of rocephin 100ml to infuse over one hour on an adult patient. The drip rate was verified. At 21:48, the rn noted that the entire bag of rocephin had infused. The customer further stated that there were no adverse effects caused to the patient from the event. The hospital evaluated and tested the pump module and the over infusion event was not replicated and are requesting bd to evaluate to determine the cause of the event.

Manufacturer narrative:
The customer¿s report with an over infusion of rocephin was not confirmed in the device logs or replicated during testing. The customer provided an event date of(B)(6) 2019 at 9:48 pm. Review of the pcu event log showed, on the event date at 9:23 pm, the suspect device programmed a primary infusion of drugid 89 at a rate of 100 ml/hr (vtbi=100 ml). The suspect device was paused approximately twenty-two (22) minutes after infusion started and channeled off five (5) minutes later. Total volume infused= 36.157 ml testing was performed using the customer¿s returned pcu and source pump module. Results indicate that the system was delivering fluid within specification. Customer did not provide the event administration set for investigation. The root cause was not be identified.

Event description:
It was reported that at 21:25 the rn programmed the primary infusion of rocephin 100ml to infuse over one hour on an adult patient. The drip rate was verified. At 21:48, the rn noted that the entire bag of rocephin had infused. The customer further stated that there were no adverse effects caused to the patient from the event. The hospital evaluated and tested the pump module and the over infusion event was not replicated and are requesting bd to evaluate to determine the cause of the event

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that at 21:25 the rn programmed the primary infusion of rocephin 100ml to infuse over one hour on an adult patient. The drip rate was verified. At 21:48, the rn noted that the entire bag of rocephin had infused. The customer further stated that there were no adverse effects caused to the patient from the event. The hospital evaluated and tested the pump module and the over infusion event was not replicated and are requesting bd to evaluate to determine the cause of the event.